Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures, audio beep anomaly and failed battery test from the insulin pump. The customer's blood glucose reading was 7.8 mmol/l. The customer stated that they were not getting any alarms and the pump switched off numerous times over night. The customer stated that they did not get suspend before low or other alarms. The customer reported that the pump beeped during the tone test. The customer did not have any other batteries to test with the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected audio/beep anomalies or failed battery test alarms were noted during testing. The power management tool confirms the unloaded voltage and loaded voltage were within specification. The pump error 63 alarm confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was programmed with the test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump alarmed with audio all expected sensor alarms including the suspend before low alert. The sensor and audio feature worked properly. The pump was tested with audio options set to audio and vibrate turn on and functioned properly. The pump had a cracked keypad overlay at the select button, minor scratches on the display window, case and keypad overlay.